Event description:
The customer reported that she had been doing housework and wasn't feeling well so she laid down in bed for a bit. When she woke up, she was surrounded by ems who took her by ambulance to the hosp. She had a blood glucose of 55mg/dl so she was given dextrose 50, and a glucose tablet. She said that her stay at the hospital was only about 30 minutes. She recently had eye surgery and had difficulty reading her pdm records. Her basal rate was lowered as well.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the reported hospital visit for hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided.